Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: the spring wire guide was kinked during puncture to the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a guide wire assembly, ars , and introducer needle. Visual examination revealed the distal j-tip of the guide wire was slightly deformed. No other defects or anomalies were detected. The total length of the returned guide wire measured to be 602 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.792 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was able to pass through the returned ars/needle assembly with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The distal j-tip of the guide wire was slightly deformed, which is damage consistent with undue force being applied. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the spring wire guide was kinked during puncture to the patient. No patient harm was reported. The patient's condition is reported as fine.